Manufacturer narrative:
The device has been returned and evaluated by product analysis on 11/02/2016 with the following findings: a review of the black box showed multiple call service 006 alarms. The pump powered on to a call service 006 alarm. The pump cover was removed to find no intermittent conditions on the printed circuit board. Evaluation revealed that the eeprom component had failed.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm issue (cs 006-0001 alarm). There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.